Event description:
It was reported that the patient did not believe that the implantable cardiac monitor (icm) was documenting his symptoms accurately. Additional reports are planned to be run during the next patient visit. The device remains in use. No patient complications have been reported as a result of this event.